Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during removal of a 5fr 110cm flexor ansel guiding sheath, the sheath separated along the shaft exposing the inner wire coils. It was noted that the device did not completely separate, but it did unravel. The sheath was being removed over a wire when the malfunction occurred. No additional procedures were required due to the occurrence. No adverse effects have been reported due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during removal of a 5fr 110cm flexor ansel guiding sheath, the sheath separated along the shaft exposing the inner wire coils. It was noted that the device did not completely separate, but it did unravel. The sheath was being removed over a wire when the malfunction occurred. No additional procedures were required due to the occurrence. No adverse effects have been reported due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. One flexor ansel guiding sheath was received in a used and damaged condition. The sheath separated/uncoiled and exposed the inner wire 16.5 cm from the hub of the device. Cook completed a review of the device history record (DHR). The DHR for the complaint lot found no relevant non-conformances. The DHR for a related subassembly lot found one relevant non-conformance on 28 devices for shaft damages, all of which were scrapped. Although these non-conformances are relevant to the reported failure mode, all non-conforming product was scrapped, there are 100% inspections to capture this non-conformance. Adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that non-conforming product exists in house or in field. A device master record (dmr) review was performed, and device manufacturing instructions and quality control procedures associated with the complaint were identified. Cook has concluded that sufficient inspection activities are in place to identify mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: warnings: ¿if resistance is encountered during advancement of flexor sheath, assess cause resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. Reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ instructions for use: ¿sheath removal 2. Remove the sheath. Avoid applying traction to hub during removal. If resistance is anticipated or encountered during withdrawal of the flexor sheath, consider reinserting the dilator and removing the sheath and dilator as a unit.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a CAPA (corrective and preventative actions) is currently open to investigate this failure further. The CAPA activities remain ongoing, therefore, a cause could not currently be established for this failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.